Manufacturer narrative:
Site reported that patient was initially implanted with the light adjustable lens and had a good outcome. The patient then reported cloudy vision. Retroillumination of the eye verified premature photopolymerization of the lens. The lens was explanted on (B)(6) 2021. Device history record for the lens was reviewed. No issues were noted. The explanted lens has been returned and is currently being evaluated.

Event description:
Site reported that patient was initially implanted with the light adjustable lens and had a good outcome. The patient then reported cloudy vision. Retroillumination of the eye verified premature photopolymerization of the lens. The lens was explanted on (B)(6) 2021.

Manufacturer narrative:
Site reported that patient was initially implanted with the light adjustable lens and had a good outcome. The patient then reported cloudy vision. Retroillumination of the eye verified premature photopolymerization of the lens. The lens was explanted on (B)(6) 2021. The explanted lens was returned for evaluation. Inspection of the returned lens confirmed the presence of a zone in the center of the lens, which is indicative of premature photopolymerization of the lens.

Event description:
Site reported that patient was initially implanted with the light adjustable lens and had a good outcome. The patient then reported cloudy vision. Retroillumination of the eye verified premature photopolymerization of the lens. The lens was explanted on (B)(6) 2021.